Event description:
It was reported that one of the patients legs was swollen. It was noted that the swollen leg was not stimulation related, however, an infection was suspected. The physician ordered oral and injection antibiotics. The patient was reportedly doing well.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.